Manufacturer narrative:
Please note that the exact event date is unknown. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to post implantation deep vein thrombosis and pulmonary embolism. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, deep vein thrombosis, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to post implantation deep vein thrombosis and pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported, the patient had placement of a optease inferior vena cava (ivc) filter. Per the medical records, the indication for filter placement was extensive right leg thrombosis with a history of right knee surgery. Thrombolysis was attempted; however, the procedure was unsuccessful because the catheter could not be passed through the clot. The patient was started on anticoagulation therapy. Five days later, the patient had pulmonary thrombosis with chest pain. The vena caval filter was placed under fluoroscopic guidance, with the tip of the filter within the upper portion of the l2 vertebral body, just below the l1-l2 disc space. The more inferior portion of the filter was at the l3-l4 disc space. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to post implantation deep vein thrombosis and pulmonary embolism. Seven years and eight months after the index procedure, a venous study of the pelvis and right leg revealed extensive deep vein thrombosis of the right leg beginning in the calf and extending into the pelvis. A computed tomography (CT) scan revealed the inferior vena cava filter remains in a stable position related to the origin placement. Extensive thrombus beginning at the filter and extending into the upper thigh on the right and inguinal area on the left. The days after the venous study and CT scan revealed thrombosis, a mechanical and pharmacological thrombectomy was performed on both lower extremities. The patient was discharged on chronic anticoagulation therapy and with surgical grade compression stockings. Per the patient profile form (ppf), the patient reports post implantation deep vein thrombosis and pulmonary embolism, blood clots, clotting and/or occlusion of the inferior vena cava. The patient became aware of the reported events seven years and eight months after the index procedure. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Per the medical records, the indication for filter placement was extensive right leg thrombosis with a history of right knee surgery. Thrombolysis was attempted; however, the procedure was unsuccessful because the catheter could not be passed through the clot. The patient was started on anticoagulation therapy. Five days later, the patient had pulmonary thrombosis with chest pain. The vena caval filter was placed under fluoroscopic guidance, with the tip of the filter within the upper portion of the l2 vertebral body, just below the l1-l2 disc space. The more inferior portion of the filter was at the l3-l4 disc space. Seven years and eight months after the index procedure, a venous study of the pelvis and right leg revealed extensive deep vein thrombosis of the right leg beginning in the calf and extending into the pelvis. A computed tomography (CT) scan revealed the inferior vena cava filter remains in a stable position related to the origin placement. Extensive thrombus beginning at the filter and extending into the upper thigh on the right and inguinal area on the left. Days after the venous study and CT scan revealed thrombosis, a mechanical and pharmacological thrombectomy was performed on both lower extremities. The patient was discharged on chronic anticoagulation therapy and with surgical grade compression stockings.   Additional information received per the patient profile form (ppf) states that the patient experienced post implantation deep vein thrombosis and pulmonary embolism, blood clots, clotting and/or occlusion of the inferior vena cava. The patient became aware of the reported events seven years and eight months after the index procedure. Corrected data section e1: initial reporter address: state: ohio additional information is pending and will be submitted within 30 days of receipt.